Manufacturer narrative:
Device was used for treatment, not diagnosis. Giannoudis, p.v. Et al (2003). Segmental tibial fractures: an assessment of procedures in 27 cases. Injury, int. J. Care injured, 34, 756-762. This report is for an unknown solid tibial nail /unknown quantity/unknown lot. Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report if being filed after the subsequent review of the following literature article, giannoudis, p.v. Et al (2003). Segmental tibial fractures: an assessment of procedures in 27 cases. Injury, int. J. Care injured, 34, 756-762. The authors conducted a retrospective review of medical records and radiographs of patients with segmental tibial fractures. From january 1994 to december 1999, 210 consecutive adult patients with tibial shaft fractures were treated. Among them, there were 27 segmental tibial fractures: 25 male and 2 female patients with a mean age of 38.9 years (range, 22-67 years). The minimum time to follow up was 12 months (range, 12-60 months) with clinical and radiographic evaluation conducted at four week intervals. Sixteen fractures were stabilized initially with an arbeitsgemeinschaft fur osteosynthesefragen (ao) solid tibial nail inserted unreamed (utn), two with an ao cannulated reamed tibial nail (rtn), seven with an external fixator, one with a hybrid external fixator, one with plaster and two cases were plated. Secondary procedures were performed early whenever problems were considered, taking into consideration the clinical findings, the progress to union and the condition of bone at the initial surgery. Bone stimulating procedures (bone grafting, exchange nailing and fracture compression) were subsequently undertaken in order to achieve reliable bone union. Results included: case 27, a (B)(6) with utn who underwent a second procedure, application of less invasive stabilization system plate and bone graft. This is report 14 of 15 for (B)(4). This report is for an unknown solid tibial nail.